Event description:
The customer stated that a (B)(6) architect anti-hbs result of 50 u/ml was generated on a health screening sample. Espline and lumipulse results were (B)(6). (B)(6) results were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the u.s., list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Specificity testing was performed using an in house retained kit of architect anti-hbs reagent lot 16303lf00. The results met validity and acceptance criteria. A review of the quality records for the manufacture and release of this reagent lot showed no issues related to the customer observation. Customer complaint data was reviewed and no adverse trends were identified. The architect anti-hbs reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.